Event description:
Reported to the clinical engineering manager that "nicolet eeg equipment is frequently bumped off line, several times per day, in the middle of procedures...in the or during cases... We've been working directly with the OEM under our contract... Fyi"the clinical engineering manager promptly visited and asked the staff to complete incident reports every time this occurs and to please notify us to work with both the OEM and the hospital's is network teams in order to resolve this."